Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient encountered multiple incidents of intermittent alarms. There was no reported injury as a result of this event. The patient's batteries were replaced and the reported devices were returned to the manufacturer. The batteries reported in this complaint were removed from the market and were destroyed as part of the required actions. As a result, the devices are not available for analysis, subsequently the root cause cannot be conclusively determined for the reported event. However, a possible root cause for the reported event may be attributed to intermittent battery connection issues due to faulty solder, welding and/or internal cells within the battery pack. Complaints of this nature will continue to be tracked and trended. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of four reports 3007042319-20156-00185, 3007042319-20156-00186, 3007042319-20156-00187 and 3007042319-20156-00188 submitted for devices related to the same even.

Event description:
It was reported from (B)(6) that the patient encountered multiple incidents of intermittent alarms (single beep) for the past two (2) to three (3) weeks while on this set of four (4) batteries. No error message was noted and the alarm self-aborted after beeping. The batteries were removed from service and the patient was issued replacement devices. The batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.